Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be determined. The product was not returned. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. There have been no other complaints reported in the lot number. No further info is expected. (B)(4).

Event description:
A user facility reported that an intraocular lens (iol) was found damaged when opened. There was no pt involvement with this event. No further info is expected.